Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched, however, the service on the g7 was declined by the customer. No further action by fse required. The probable cause of the event could not be determined, due to customer declining service. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were no similar complaints identified during the search period. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported error 101 (low pressure) with the g7 analyzer. The customer performed troubleshooting by replacing the fuffer 1 &3 earlier. The customer performed several drain/flushes with no resolve. No air bubbles or fluid leaks were reported. The customer removed the line suction filter-still no pressure. Flow factor is set to 1.00. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.